Event description:
A malfunction was reported on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support, who provided pump reset information and helped reset the pump. The malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any recurring issues.